Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: infection-unknown onset date.

Event description:
Physician reports "infection (unknown onset) after te inserted", side unspecified. It is unknown if the device has been explanted.